Event description:
The patient reportedly experienced intermittencies followed by loss of lock between the internal device and the external equipment. External equipment was exchanged; however, the issue was not resolved. Additional troubleshooting confirmed that the device is not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.